Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (no complication)') and genital haemorrhage ('general abnoraml bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache and nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, genital haemorrhage, headache, hypersensitivity, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Events "migration, pregnancy, general abnormal bleeding, device ineffective, abdominal pain, allergy, psych injury, bladder problems, urinary problems, headaches and nausea", added. Reporter information was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infiammation of the fallopian tubes') and device dislocation ('migration,migration of essure device location of device:bowel') in a 26-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on 2000,2005 ,2006 ,(B)(6) 2010 and (B)(6) 2015.), miscarriage, normal pregnancy, nervous system disorder and salpingitis. Concurrent conditions included dizziness, weakness, hyperemesis, general body pain, suprapubic pain, erythema, edema, tenderness, vaginal delivery and anemia. Concomitant products included ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) from (B)(6) 2014 to (B)(6) 2015 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psych injury / anxiety and mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)"), 4 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnoraml bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and vomiting ("vomiting"). The patient was treated with bupropion hydrochloride (wellbutrin), iron, sertraline hydrochloride (zoloft) and surgery (surgical removal of coil(s) and bilateral salpingectomy with retrieval of both essure coils from bowel). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, pregnancy with contraceptive device, depression, vomiting and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache, nausea, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as : (B)(6) 2010 trailing coils: left: 1 right: 3 essure confirmation test(s) conducted : no (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 20226502 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event vaginal bleeding and menorrhagia added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the fallopian tubes') and device dislocation ('migration,migration of essure device location of device:bowel') in a 26-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on 2000,2005 ,2006 ,(B)(6) 2010 and (B)(6) 2015.), miscarriage, normal pregnancy, nervous system disorder and salpingitis. Concurrent conditions included dizziness, weakness, hyperemesis, general body pain, suprapubic pain, erythema, edema, tenderness, vaginal delivery and anemia. Concomitant products included ascorbic acid;betacarotene;colecalciferol;cupric oxide;cyanocobalamin;folic acid;iron polysaccharide complex;magnesium oxide;nicotinamide;omega-3 fatty acids;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (vitafol one), ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) from july 2014 to april 2015, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) from may 2010 to june 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psych injury / anxiety and mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)"), 4 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and vomiting ("vomiting"). The patient was treated with bupropion hydrochloride (wellbutrin), iron, sertraline hydrochloride (zoloft) and surgery (surgical removal of coil(s) and bilateral salpingectomy with retrieval of both essure coils from bowel). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, pregnancy with contraceptive device, depression, vomiting and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache, nausea, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as : (B)(6) 2010. Trailing coils: left: 1 right: 3. Essure confirmation test(s) conducted : no (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 20226502. Manufacture date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infiammation of the fallopian tubes'), device dislocation ('migration,migration of essure device location of device:bowel'), pregnancy with contraceptive device ('pregnancy (with complication)') and genital haemorrhage ('general abnoraml bleeding') in a 26-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on 2000,2005 ,2006 ,(B)(6) 2010 and (B)(6) 2015.), miscarriage, normal pregnancy, nervous system disorder and salpingitis. Concurrent conditions included dizziness, weakness, hyperemesis, general body pain, suprapubic pain, erythema, edema, tenderness, vaginal delivery and anemia. Concomitant products included ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) from (B)(6) 2014 to (B)(6) 2015, bupropion hydrochloride (wellbutrin) since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), vomiting ("vomiting") and anxiety ("psych injury / anxiety and mental anguish"). The patient was treated with iron and surgery (surgical removal of coil(s) and bilateral salpingectomy with retrieval of both essure coils from bowel). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, vomiting and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as : (B)(6) 2010. Trailing coils: left: 1 right: 3. Essure confirmation test(s) conducted : no (discrepancy noted in pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 20226502 manufacture date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the fallopian tubes'), device dislocation ('migration,migration of essure device location of device:bowel'), pregnancy with contraceptive device ('pregnancy (with complication)') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on 2000,2005 ,2006 , (B)(6) 2010 and (B)(6) 2015.), miscarriage, normal pregnancy, nervous system disorder and inflammation. Concurrent conditions included dizziness, weakness, hyperemesis, general body pain, suprapubic pain, erythema, edema, tenderness, vaginal delivery and anemia. Concomitant products included ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) from (B)(6) 2014 to (B)(6) 2015, bupropion hydrochloride (wellbutrin) since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), vomiting ("vomiting") and anxiety ("psych injury / anxiety and mental anguish"). The patient was treated with iron and surgery (surgical removal of coil(s) and bilateral salpingectomy with retrieval of both essure coils from bowel). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, vomiting and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as : (B)(6) 2010. Trailing coils: left: 1 right: 3. Essure confirmation test(s) conducted : no (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received: new events- "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, vomiting, anxiety and mental anguish, inflammation of the fallopian tubes", lot number, medical history, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of the fallopian tubes') and device dislocation ('migration,migration of essure device location of device:bowel') in a 26-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (on 2000,2005 ,2006 ,(B)(6) 2010 and (B)(6) 2015.), miscarriage, normal pregnancy, nervous system disorder and salpingitis. Concurrent conditions included dizziness, weakness, hyperemesis, general body pain, suprapubic pain, erythema, edema, tenderness, vaginal delivery and anemia. Concomitant products included ascorbic acid;betacarotene;colecalciferol;cupric oxide;cyanocobalamin;folic acid;iron polysaccharide complex;magnesium oxide;nicotinamide;omega-3 fatty acids;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (vitafol one), ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psych injury / anxiety and mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)"), 4 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), vomiting ("vomiting") and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with bupropion hydrochloride (wellbutrin), iron, sertraline hydrochloride (zoloft) and surgery (surgical removal of coil(s) and bilateral salpingectomy with retrieval of both essure coils from bowel). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, pregnancy with contraceptive device, depression, vomiting, anxiety and menometrorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, headache, nausea, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, psych injury, migration, headaches and nausea. Previously reported essure insertion date provided as : (B)(6) 2010. Trailing coils: left: 1 right: 3. Essure confirmation test(s) conducted : no (discrepancy noted in pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 20226502 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received event "protracted/ irregular bleeding/ menstrual cycles" was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.